Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead (connector end) was returned in one piece measuring 11.4cm. External insulation abrasion due to friction to the device can was breaching the outer insulation and exposing the outer coil at 4.4cm to 4.5cm and 4.8cm to 4.9cm from the connector pin. The cause of the external insulation abrasions is consistent friction to the device can.

Event description:
This report is to advise of an event observed during analysis.